Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that during preparation of the medicine, the measurement in the bd syringe luer-lok¿ tip indicated "11cc" when sterile water was added, whereas the terumo syringe indicated "10cc", causing an incorrect dosage to be administered. The following information was provided by the initial reporter: "when preparing the medication in the syringe the measurement of liquid is not the same as the measurement in the terumo syringe. Terumo indicates 10cc bd indicates 11cc. When the sterile water is added in the two syringes the quantity measurement is different. Causing incorrect dosage administered to the patient."

Manufacturer narrative:
The reported lot # [9015762] was not found for the reported catalog # [302995]. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during preparation of the medicine, the measurement in the bd syringe luer-lok¿ tip indicated "11cc" when sterile water was added, whereas the terumo syringe indicated "10cc", causing an incorrect dosage to be administered. The following information was provided by the initial reporter: "when preparing the medication in the syringe the measurement of liquid is not the same as the measurement in the terumo syringe. Terumo indicates 10cc bd indicates 11cc. When the sterile water is added in the two syringes the quantity measurement is different. Causing incorrect dosage administered to the patient."